Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
A patient was undergoing a posterior cervical laminectomy on (B)(6) 2013 while positioned in a mayfield 2000 skull clamp. At one point during the surgery, the head moved and the pins caused a skin tear on the back of the skull and bruising on her nose. The tear required a couple of sutures. The patient ultimately recovered and was discharged to home.